Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target was a 90% stenosed lesion with a mildly tortuous, severely calcified left anterior descending artery (lad). The target lesion was predilated with a 2.5x12mm maverick balloon. The physician was attempting to treat the lesion with a 2.75x32mm taxus express2 drug eluting stent (des). After "many attempts" at crossing the lesion it was noticed that the stent had been "deformed". The procedure was completed with another 2.75x32mm taxus express2. There were no pt complications reported and the pt's current condition is listed as "stable".